Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that after he inserted the sensor, he bled from the for approximately 15-minute. By the time he inserted the transmitter, blood had filled the sensor puck and leaked out of the pod. On day seven of the sensor session, he went to his physician who recommended removing the sensor and inserting a new one on the other side of his abdomen. The sensor was removed, and he had a bruise on his abdomen the size of the sensor adhesive/pod with indentations of the sensor puck. The area was cleaned with alcohol before the sensor was inserted and after it was removed. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.